Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 (B)(6) patient tested on an 2 accu-chek inform ii system meters. At 8:09 am the glucose result from meter serial number (B)(4) was 31 mg/dl. At 8:10 am the glucose result from meter serial number (B)(4) was 40 mg/dl. At 8:11 am the glucose result from meter serial number (B)(4) was 52 mg.dl. At 8:12 am the glucose result from meter serial number (B)(4) was 48 mg/dl. The results were from capillary heel sticks. The customer stated that the "patient is in well condition and good condition". The qc was acceptable within the last 24 hours on both meters.